Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was inspected according to tp-(B)(4) (disposable humidifier pop-off & leakage) and no functionality issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that no oxygen was coming through the bottle. The bottle was changed without issue. No patient injury reported.